Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens implant procedure, the lens noted to have a central "scuff" defect. Lens was cut in half and removed from patient and discarded. New lens opened and implanted without issue. Additional information was received from the same reporter that, there was no patient harm associated with the event. The procedure was completed on the same day.